Event description:
Surgeon stated that the harmonic was not producing enough energy to cut through the tissue. This problem took the surgeon to cut through the tissue; she did not want to open another harmonic.====================== manufacturer response for harmonic ace 36e, harmonic ace36e (per site reporter).====================== we will notify.